Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that led segments on the numeric display do not illuminate. No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation, the unit was able to power on using lab stock batteries: however, one led segment on the upper led digits display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection indicated the system board led segment display (d2) has a faulty segment; which caused the leds to not illuminate. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event.